Manufacturer narrative:
Medical device expiration date: unknown. Device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that when preparing the bd luer-lok¿ tip syringe the plunger comes off too easy. The following information was provided by the initial reporter: the plunger comes off too easily when preparing.

Manufacturer narrative:
Follow up MDR for device evaluation. It was reported that plunger comes off very easily. The complaint appears to be for the absence of retaining ring in the syringe barrel. This product does not have a retaining ring by design according to its product specification. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.